Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump has unexpectedly shut off multiple times over the past few weeks. The pump was connected to a power source and was able to be turned on. Customer reported blood glucose (bg) level was 444 (mg/dl). A manual injection was delivered to address bg levels. Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump is received.